Manufacturer narrative:
During investigation, a leak test was performed and found fluid exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the failure to deliver insulin. No corrosion was observed on the device. The bottom housing was also damaged, near the kill switch. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.